Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 24-jun-2024, it was reported that the patient faced infusion set tubing got detachment at thigh. The patient also reported that there was not stress or pull on the tubing and the detachment occurred where the canula and tubing connector came loose. The infusion set was in use for less than one day. No further information available.